Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial and ventricular lead dislodgement 4 days after implant was confirmed by therapy and detection and an increasing threshold. The right ventricular (rv) lead was successfully repositioned. The right atrial (ra) lead was extracted and replaced also due to a possible mechanical problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.